Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion occurred with the external pulse generator (epg). It was noted that the low battery indicator light came on a couple days after putting new batteries in. A different epg was used. The epg is anticipated to be returned for service but the current status is unknown. No patient complications have been reported as a result of this event.